Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (pre-anesthesia), the instrument arm drape did not work. Error during installation appeared. No fragment fell into the patient. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the clinical sales rep was present in the operating room. When the scrub nurse tried to install the sterile adapter on drive 2, the drive kept showing an error, even after multiple attempts to install the adapter. We therefore had to change the drape, and the installation with the new drape was successful. The customer opened a new instrument arm drape.